Manufacturer narrative:
Product ID 977a275, lot# 0207318405; product type lead product ID 37081-40, serial# (B)(4); product type extension product ID 37081-40, serial# (B)(4); product type extension. (B)(4).

Event description:
It was reported that a patient had hematoma. It was further reported that the patient experienced numbness and loss of sensation in legs. Some pain was also experienced. The patient was sent for an MRI scan, and films were reviewed by a radiologist and a neurosurgeon. The cause of the hematoma was thought to be due to perforation of a vein. The patient was sent to surgery, and operated on by the neurosurgical team on call, who evacuated the hematoma, and removed both the leads and extensions that were implanted. The patient was doing well, had been referred to a hospital for rehabilitation. The patient was not receiving effective therapy as the device had been removed. The devices were discarded. The information was also reported on patient's other lead in regulatory report #6000153-2014-00032.